Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight is not provided / unknown. Date of event is not provided / unknown. Lot number is not provided / unknown.

Event description:
Doctor reported that the iunihg screw fracture inside of the implant. The implant was removed. Tooth site #19. Inflammation and pain is also reported.

Event description:
No additional or corrected information to report.

Manufacturer narrative:
This report is being submitted to relay additional information. The reported devices were received for evaluation. The reported condition of a fractured screw stuck in an implant was confirmed. Visual inspection of the as returned product identified evidence of significant wear from use to the implant, and fracturing of the screw, of which only a fragment remained present in the implant. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. DHR review and complaint history review could not be performed for the reported screw, as the lot number associated with the reported product is not available. A complaint history review by item number was conducted for the screw dating back to 12 months from now. The complaint history review revealed that there are no existing non-conformance/CAPA/hhe/d/ie/product holds for the reported device related to the reported event. DHR review was completed for the concomitant implant. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformance, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. A complaint history review was completed for the concomitant implant lot for similar event and no other complaint was identified. A definitive root cause for the reported event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.